Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: it was reported that the system was removed because "it was defective." Additional information was later received reporting the entire system was removed, due to infection, and a new system was implanted a week later. There were no device issues indicated. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, device performed according to specifications device operated according to specifications defective device.

Event description:
It was reported that the system was removed because "it was defective." Additional information was later received reporting the entire system was removed, due to infection, and a new system was implanted a week later. There were no device issues indicated. No patient complications were reported as a result of this event.